Event description:
On or around 10/20/1999, the accountant obtained a negative result with testpack plus hcg combo assay, lot 57624m300, for a serum sample. The same serum sample was tested with acs180 bhcg assay and a result of 78 miu/ml was reported. No report of injury.